Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified through the evaluation of heartmate ii lvas, serial number (B)(6), and the reported outflow obstruction could not be confirmed. The pump was returned assembled with the driveline cut approximately 0.5¿ from the pump housing and the distal portion of the dl was not returned. The sealed inlet elbow was returned attached to the pump's inlet port with the flex section severed medially. The proximal end of the flex section and the inlet tube were also returned. The sealed outflow graft and outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump's outlet port. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) revealed no evidence of developed depositions or thrombus formations. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 4 years, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported the patient had multiple low flow alarms due to severe outflow obstruction and underwent a pump exchange. No additional information was provided.